Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within three days of the implant procedure, the right ventricular lead dislodged. It was repositioned, however it had variable sensing - with undersensing - and varying threshold. The lead dislodged again and it was noted there was tissue in the helix. The patient's family requested the least amount be done so the lead was explanted and the device was reprogrammed to an atrial-only pacing mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.